Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp was difficult to operate or not working/functioning prior to use. The following information was provided by the initial reporter: a needle cannot be attached to its pen.

Manufacturer narrative:
H.6. Investigation summary one open 32g x 4mm pen needle sample and two photos were returned from lot. No. Unknown, cat. No. 320136. Visual examination of the returned sample and photos was carried out and no issues were observed. No DHR review can be carried out as lot number is unknown.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the pen ndl 32ga 4mm 14bag 700case jp was difficult to operate or not working/functioning prior to use. The following information was provided by the initial reporter: a needle cannot be attached to its pen.